Manufacturer narrative:
This product is not marketed in the u.s. (B)(4) secondary surgical intervention, lens explanted and exchanged for shorter lens. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vitcm5_13.2 implantable collamer lens, -7.0/2.0/97 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a smaller lens due to excessive vaulting. The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial and had clear surgical residue/ debris on the product. Visual inspection found the lens missing a piece of haptic and presence of clear and red residue on the lens surface. (B)(4)